Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they accidentally switched the program to 4 yesterday or the night before and switched back to program 3 yesterday (B)(6) 2019 but suddenly, they were not feeling "cycling" of stimulation going on and off since (B)(6) 2019 and stated that they were having to go to the bathroom more (B)(6) 2019. Patient then stated that they did increase stimulation on program 3 when they changed it back and they stated they could feel stimulation. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that as for the cause of the stimulations on and off, they guess their body just got used to it . Theyalso stated that they met with their provider on march 13th to double check the settings. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the previous call was due to accidents, but they increased the number. No further complications were reported.